Event description:
It was reported that the insulin gauge was inaccurate. At the time of reporting no action had been taken to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.